Event description:
It was reported that resistance was felt during delivery catheter removal. The target lesion was located in the mildly tortuous internal and common carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, resistance (a rough sensation) was felt from the time the non-boston scientific (non-bsc) guidewire was inserted into the wallstent. Resistance was especially noted during the retrieval of the delivery catheter after placing the stent. The removal of the catheter was cautiously performed without any additional intervention, and the procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Correction was filed to update h7 and h9. E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that resistance was felt during delivery catheter removal. The target lesion was located in the mildly tortuous internal and common carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, resistance (a rough sensation) was felt from the time the non-boston scientific (non-bsc) guidewire was inserted into the wallstent. Resistance was especially noted during the retrieval of the delivery catheter after placing the stent. The removal of the catheter was cautiously performed without any additional intervention, and the procedure was completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that resistance was felt during delivery catheter removal. The target lesion was located in the mildly tortuous internal and common carotid artery. An 8.0-29 carotid wallstent was selected for treatment. During the procedure, resistance (a rough sensation) was felt from the time the non-boston scientific (non-bsc) guidewire was inserted into the wallstent. Resistance was especially noted during the retrieval of the delivery catheter after placing the stent. The removal of the catheter was cautiously performed without any additional intervention, and the procedure was completed with this stent. There were no patient complications as a result of this event.